Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Evaluation summary: the condition of a colleague infusion pump with failure code 703:00 was confirmed in the pump's event history by a baxter personnel. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The pumphead module was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 703:00. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.